Manufacturer narrative:
Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window and keypad overlay. Unit received with missing reservoir tube retainer ring and missing reservoir tube lip o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the clear, plastic ring at the top of the reservoir compartment was broken. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.